Manufacturer narrative:
Additional information received: it was confirmed that the endoleak resolved after implanting the endoanchors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a procedure involving the implantation of and endurant iis stent graft system (esbf3214c103e, etlw1616c146e and etlw1616c124e) as part of a post-market study. During the procedure, a type I endoleak was identified. To address the endoleak, endoanchors were deployed at the proximal seal zone. The sponsor assessed the endoleak as related to the device and procedure. No additional sequelae were reported and the patient will be monitored.